Event description:
Leaks nitrogen out of the nozzle when touching cap. Order: (B)(4). Unable to verify complaint. 1216677-2021-00174 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). *was the complaint confirmed? No. Distribution history: this complaint unit was manufactured at csi on 047/26/2021 under wo # (B)(4) and shipped on 04/26/2021. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the unit was tested to specification free of defects and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Leaks nitrogen out of the nozzle when touching cap. Order: (B)(4). Unable to verify complaint. Wallach ultra freeze 900076. E-complaint: (B)(4).